Manufacturer narrative:
Software behavior was analyzed and investigation identified a software anomaly. The anomaly occurs when using reference CT images with non-uniform slice spacing (e.g., 5 mm at the ends of the scan and 2.5 mm in the middle). If non uniform slice spacing is used, the on-board imaging software would display the slices with an equal interval, without calculating slices to allow for the different slice thickness. This led to a skewed 3d volume in the longitudinal direction (z-axis). The amount of skewing depended on the variance between slice thicknesses. Initial assessment of this issue was that it was not likely to lead to death or serious injury as the probability of harm was deemed to be improbable. There have been no reports of actual patient mistreatments due to this issue. Subsequent to this assessment, a medical device correction was implemented to address this issue for all affected customers. Due to the decision to perform a device correction, varian has determined that an MDR is appropriate at this time.

Event description:
After the upgrade of on-board imaging (obi) to v1.3.10 at hospital, the customer reported that with some patients the result of a 3d/3d match was always off by approximately 2cm. The customer confirmed that the problem always appeared on the same patients, and at every 3d/3d match for these particular patients. Hospital's process is such that the 3d/3d match is not used before treatment. Prior to treatments they use a 2d/2d match or maker match to position, which process does not exhibit the shift; the patients were positioned correctly. They use the 3d/3d matching for verification after treatment. No patients were mistreated.